Manufacturer narrative:
.

Event description:
It was reported that the physician's tablet was "malfunctioning." No additional relevant information has been received to date.

Event description:
It was later clarified that the company representative had to replace the serial adapter cable due to an inability to interrogate. It was noted that the appropriate troubleshooting was performed, which isolated the issue to the serial cable. However, the troubleshooting did not resolve the issue. Only replacing the serial cable helped. It was confirmed there were no patients affected by the serial cable issue as there were multiple programming system available. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.